Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a bc192 flexitrunk infant nasal tubing was torn. There was no patient involvement.